Manufacturer narrative:
The field service engineer checked the cuvette rinse units and performed adjustments. The wash water quantities were verified and the rinse bath of the reagent needles were checked and adjusted. The instrument was confirmed to be running back within specification. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant calcium and phosphate results for two patient samples tested on a cobas 8000 c702 module. Patient sample 1, tested on (B)(6) 2023. The sample initially resulted in a calcium value of 1.6 mmol/l and repeated as 0,68 mmol/l. Patient sample 2, tested on (B)(6) 2023. The sample initially resulted in a calcium value of 2.14 mmol/l and repeated as 2.6 mmol/l on a second module. The sample initially resulted in a phosphate value of 0.08 mg/dl and repeated as 1.05 mg/dl. The sample was further repeated on a second module, resulting in a value of 2.1 mg/dl. No questionable result was reported outside of the laboratory.